Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a guidewire was used to assist in opening the pipeline device. Saccular aneurysm was located on the sidewall with the following dimensions: maximum aneurysm diameter: 19 mm; dome height: 19 mm; dome width: 10 mm; neck size: 2 mm; parent artery diameter distal to aneurysm: 2 mm; parent artery diameter proximal to aneurysm: 2 mm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a guidewire was used to assist in optimizing wall apposition of the pipeline device.